Manufacturer narrative:
(B)(4). The device was not returned for analysis and the reported hub leak and separation could not be confirmed. A search of the complaint handling system confirmed there were no other incidents reported for leaks from this lot. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on reported information, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed and corrective actions were implemented. The performances of these devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 6 x 40 mm armada 35 balloon catheter was being inflated when there was a leak in the hub and the hub separated. The procedure was completed with another armada 35 balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.